Event description:
It was reported that since the prior refill the patient lost weight and the pump dropped and shifted. It was noted that normally they accessed the pump reservoir but it was off 2 inches from where they accessed it on (B)(6) 2015. The patient¿s next refill was scheduled for (B)(6) 2015. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).